Event description:
The surgeon was completing a robotic assisted total laparoscopic hysterectomy. The doctor noticed plastic shavings coming out of the 15mm suture guide while pushing the suture passer into the abdominal cavity to close the incision. The plastic was retrieved.

Manufacturer narrative:
The c-t ii port closure, 10/15 involved in this event was not returned to coopersurgical for evaluation. The complaint is still under investigation by our engineering department. Reference: (B)(4).